Event description:
It was reported via repair work order that the fowler was stuck elevated and would not lower due to a weld break on the scale frame above the ball screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.